Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had stepped into a hole which caused him to twist and fall. The patient had heard a "pop" and was in a lot of pain. He had to be hospitalized. The patient was concerned about the catheter being dislodged. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.